Event description:
It was reported that the right atrial (ra) lead was unable to appropriately sense p waves. A lead fracture was suspected. The patient experienced discomfort with the lack of atrioventricular (av) synchrony. The lead was capped and replaced and the device was electively upgraded. During the lead revision/upgrade procedure, an epicardial lead was implanted in the left ventricle (lv). Thresholds increased in both unipolar and bipolar configurations when the lv lead was connected to the device. The device was utilized to have access to both chronic and acute ventricular leads. The device was programmed right ventricular (rv) only pacing with the chronic lead being utilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35, lead, implanted (B)(6) 2006. (B)(4).